Manufacturer narrative:
The following sections could not be completed with the limited information provided: concomitant medical products: implanted: (B)(6) 2015: (B)(4), nexgen straight stem, lot#62496139; (B)(4), nexgen sharp fluted stem extension, lot # 62820325; (B)(4), nexgen auricular surface with locking screw, lot #62117322; (B)(4), nexgen trabecular metal half block augment, lot#62530042; (B)(4), nexgen straight stem, lot#62477214; (B)(4), trabecular metal distal femoral augment, lot#62653183; (B)(4), nexgen precoat stemmed tibial component, lot#62013115. This report is number 2 of 6 mdrs filed for the same patient. Reference: 0001822565-2017-00369/0002648920-2017-00036/0002648920-2017-00037/0002648920-2017-00039/001822565-2017-00384/0001822565-2017-00385.

Event description:
It was reported that the patient underwent an irrigation/debridement and evacuation of hematoma of the right knee after a second knee revision on (B)(6) 2015. Subsequently, the patient underwent a two stage revision with the first stage removal of all implants and placement of antibiotic spacer on (B)(6) 2015.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.